Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reportable malfunction was not confirmed as the device was not returned to olympus. Therefore, the cause could not have been identified, and the cause of the failure was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit did not maintain pressure and did not keep the cavity open during a therapeutic (coronary artery bypass graft surgery [CABG] endoscopic harvesting vein) procedure. There were no reports of patient or user harm associated. Related patient identifier: (B)(6) 31967 uhi-3 sn - (B)(6). Related patient identifier: (B)(6) uhi-3 sn - unknown.